Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and endometrial ablation ('novasure ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criterion medically significant) and experienced adverse event ("multiple problems"). The patient was treated with surgery (to scheduled hysterectomy, d&c). At the time of the report, the medical device removal, endometrial ablation and adverse event outcome was unknown. The reporter considered adverse event, endometrial ablation and medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and endometrial ablation ('novasure ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criterion medically significant) and experienced procedural pain ("I m in pain"). The patient was treated with surgery (to schedule hysterectomy, d&c). Essure was removed in (B)(6) 2012. At the time of the report, the medical device removal, endometrial ablation and procedural pain outcome was unknown. The reporter considered endometrial ablation, medical device removal and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: postoperative pain. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media: event I m in pain added. Esure removal date added, event adverse event was deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and endometrial ablation ('novasure ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criterion medically significant) and experienced adverse event ("multiple problems"). The patient was treated with surgery (to sheduled hysterectomy, d&c). Essure was removed. At the time of the report, the medical device removal, endometrial ablation and adverse event outcome was unknown. The reporter considered adverse event, endometrial ablation and medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.